Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported, a xen®45 gts event of "slider defect", during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: the needle was found extended, and the bevel was found in the center position. The needle was observed to be severely bent at the tip. Bent condition of the needle likely would have been detected prior to release, as the extent to which the needle tip is bent, the retention plug would likely not have been installed. It is unknown how the needle tip became bent; however, handling cannot be ruled out. No further evaluation of the needle is required. The sample cannot be evaluated for slider resistance since a functionality test cannot be performed due to the condition of the needle. Additional, changed, and/or corrected data: g1, d9, h3.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Corrected data:g3. G3 - date received by mfg for supplemental emdr-37023 was incorrectly sent as 27/nov/2023. The corrected g3 - date received by mfg for supplemental emdr-37023 should be 13/jun/2024.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.